Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customers blood glucose (bg) level was impacted in the (600 mg/dl). The customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.